Manufacturer narrative:
One device was received for evaluation. The event history log revealed a force sensor test error. Functional testing was able to duplicate the reported problem. It was determined that the plunger cable not operating as intended was the root cause. The plunger cable was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a force sensor test alarm, tried calibrating, and would not let the biomed pass. The event occurred during testing. There was no patient involvement.